Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product code: 03.037.026, lot no: 536p789, manufacturing site: jabil bettlach, release to warehouse date: 09/03/2022. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in germany as follows: it was reported that the implantation of the tfna (trochanteric fixation nail advanced) was performed to treat a pertrochanteric femoral fracture on the right on (B)(6) 2022. The operation went unobtrusively until the blade was struck. The impact showed an increased resistance. Radiologically there was no cause for this. The attempt to knock out the blade was frustrating. It was then no longer possible to insert the blade. The operation had to be canceled because the blade could no longer be moved. The patient had to be revised three days later. The patient suffered significant damage from the jammed implants. The entire implant had to be recovered during a second operation by means of osteotomy. The patient was treated with a nail and cerclage in the second procedure. This report is for helical blade/screw coupling screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the connecscr f/tfna helical blade+scr had the distal tip broken, fragment remains stuck in the insertion hole of the blade, it is not possible to retrieve it. Since the fragment was visible at the blade and no additional x-ray images were received, the embedded device condition cannot be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces while hammering for insertion of the helical blade. A dimensional inspection for the connecscr f/tfna helical blade+scr was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the connecscr f/tfna helical blade+scr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Health effect clinical code, impact code updated. Medical device problem code updated.